Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the night, the patient changed the cassette as regular replacement, however the next morning, a "no disposable, pump won't run" alarm went off. Patient re-attached the cassette, but the alarm persisted. Patient finally switched out both the cassette and pump for new ones which worked without an alarm. No additional information is available for this complaint. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four (4) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received in the tijuana site. Results: photo ones show a pump cassette next to the original packaging of the cassette; the whole device is visible in this photo, but no damage or dysfunctional conditions are observed. Photos two show a front view of the top part of the cassette no damage or dysfunctional conditions are observed. Photo three shows a top view of the cassette where the whole pressure plate is observed; no damage or dysfunctional conditions are observed. Photo four shows a close-up of the join between the ay bag and pump tube where the ay bag appears to be higher than its set position. The reported failure mode, alarm displayed, is not confirmed. If the device arrives, ICU will reopen this complaint to include in the investigation the physical sample returned. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4) corrected data: d3: report source